Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 2011, (B)(6) 2013)), juvenile arthritis from 2009 to 2011, menses irregular, general body pain, pregnancy (2011) in 2013, vaginal delivery (2013) in 2011, abortion, night sweats, constipation, diarrhea, vomiting, dysuria, hematuria and vaginal discharge. Previously administered products included for birth control: iud from 2011 to 2012; for an unreported indication: tramadol from 2009 to 2011, flexeril from 2009 to 2011, tylenol iii from 2009 to 2011 and naproxen. Concurrent conditions included underweight, cramp in lower abdomen, headache, migraine, spotting vaginal, fatigue, premenopause, smoker and uterine bleeding. Family history included rheumatoid arthritis (father), breast cancer (maternal grandmother, paternal grandmother), arthritis (mother) and disseminated lupus erythematosus (paternal aunt). Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2014 to 2014 for birth control. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / big clots"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / cramps like contractions"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("pain stomach") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, abdominal pain upper and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. On (B)(6) 2016, pelvis 3 views or more : clinical history: localize essure inserts. Findings: insert identified within the right and left hemi pelvis. Impression: essure inserts as described. On (B)(6) 2016, ap lateral pelvis : insert identified within the right and left hemi-pelvis. No evidence of acute osseous changes. On (B)(6) 2016, surgical pathology report showed, diagnosis: a, bilateral fallopian tubes, salpingectomy: benign bilateral fallopian tubes with venous congestion gross description a. Bilateral fallopian tubes, salpingectomy: container label: fallopian tubes, bilateral. Fixative: formalin. General: received are two pink-tan, patent, fimbriated segments of fallopian tube, measuring 10,5 x 0.9 cm each, also essure coils, 5 cm >< 0.1 cm received separately in the container (not attached to tube), photo taken. Most recent follow-up information incorporated above includes: on 22-feb-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), pain stomach" were added. New reporter were added. Lab data were added. Historical and concomitant conditions and medication were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.